Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the ipg was flipping inside the pocket. The stimulation was not as effective as it was before. The pt was waiting on a surgery consultation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.